Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed. H3 other text : see h.10.

Event description:
It was reported that while using bd nano¿ 2nd gen pen needle the needle would not attach to pen with an unknown lot number. Medication was unable to be delivered during injection with lot# 0154672. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that pen needle will not attach to insulin pen. Also reported needle clogs during injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 0154672. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-06-02. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to batch being unknown, no DHR can be completed. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using bd nano¿ 2nd gen pen needle the needle would not attach to pen with an unknown lot number. Medication was unable to be delivered during injection with lot# 0154672. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that pen needle will not attach to insulin pen. Also reported needle clogs during injection.